Event description:
Boston scientific received information that the patient with this pacemaker went to the hospital after noticing that the device was exposed from the pocket. Due to the possibility of infection, the entire system was successfully replaced, including this right ventricular (rv) lead . The new system was implanted on the opposite side. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.